Event description:
It was reported that 46 days following a coronary stenting treatment procedure, a thrombosis occurred. During the initial procedure, the patient presented with non st elevation mi. The thrombosis was located in the mid circumflex. Predilation was done with a maverick balloon at 10 atm for 10 seconds. The 3.0 x 24mm liberte stent was deployed at 16 atm for 20 seconds. Forty-six days later the patient presented with cardiac arrest. A temporary pacemaker was placed in the right ventricle at a rate set of 40. A stent thrombosis was found, but due to the patient's instability no further intervention was done at this time. Patient was brought to the cath lab 5 days later, where the thrombosis located in the mid cx was dilated. First, a 1.5 x 12mm maverick balloon was inflated to 12 atm for 10 seconds; next, a 2.0 x 12mm maverick balloon was inflated to 12 atm for 10 seconds; lastly, a 3.0 x 15mm maverick balloon was inflated to 12 atm for 10 seconds. The following day, a biventricular pacemaker was inserted.

Manufacturer narrative:
The stent was implanted and the complainant has confirmed that the delivery device has been disposed of; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.